Event description:
This is a report of a home patient that expired coincident with homechoice therapy. Baxter product surveillance received a report from the patient's son on to discontinue delivery of supplies and the home patients son was able to provide additional information regarding the patient's hospitalization in (B)(6). The son reported the patient was admitted to the hospital on for fluid leaking from her peritoneum into her lungs. Per the son, the patient did not receive any high drain alarms or experience an overfill event on the homechoice device when she was performing peritoneal dialysis (pd) therapy. The patient was placed on temporary hemodialysis therapy in (B)(6) and the pd therapy was discontinued in an effort to allow the patient to heal. The patient was finally discharged to home on eleven day later. Per the son, the patient's issues with fluid in lungs due from the leaking peritoneum were never completely resolved. The patient was admitted to the hospital two months later for having decreased blood pressure and discomfort. The son reported his mother was very weak and the physician indicated to the son that the mother's prognosis was very poor. The patient was discharged home with hospice care on two days after the hospital readmission and the home patient died on the next day. Product surveillance made contact with the peritoneal dialysis (pd) nurse regarding the reported incident. The nurse confirmed that the home patient was hospitalized and was placed on hemodialysis. The home patient was on hemodialysis at the time of death. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. A review of the devices logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the reported difficulties. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The device passed both the electrical test and the functional test and was determined to meet performance specification requirements. The device was evaluated and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. The problem was not confirmed. The assignable cause of the problem is undetermined. If further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.